Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067 rf (radio frequency) head.

Event description:
It was reported the programmer crashed several times. It turned itself off on numerous occasions. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer powered up as expected, however, after being powered up and down a few times it crashed with a system error. After error programmer turned off and on several times for hibernation. A printed circuit board assembly was found out of electrical specification. It was noted the stylus was missing and also that a stylus could not be plugged into the programmer.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.